Event description:
The device was used during total abdominal hysterectomy procedure. Reportedly, the staples did not lock. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.